Event description:
Pt began experiencing withdrawal symptoms 4-6 months ago, requiring hospitalization for treatment of nausea, vomiting, abdominal pain and diarrhea on several occasions. A dye study was performed which confirmed an occlusion of the catheter at the distal end, and was placed on oral medication in the interim. The pt is scheduled to have the catheter replaced later on this week, and will resume infusion therapy at that time.